Manufacturer narrative:
(B)(4). The customer reported that the silence alarm button on the front panel remains on. No pt harm was reported. Additional investigation will be done to attempt to determine if there was an actual health risk. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the silence alarm button on the front panel remains on. No pt harm was reported.